Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2019. Explant date: (B)(6) 2019. Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8336-50, serial: (B)(4), batch: 17736937.

Event description:
It was reported that the patient was experiencing ineffective therapy. The patient underwent an spinal cord stimulator explant procedure. Explanted devices were not returned.